Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltages and pump stoppages was confirmed via log file analysis. Event log files were submitted for evaluation and overlapping data from the reported event date of (B)(6) 2024 was reviewed. Starting on (B)(6) 2024 at 4:04:56, low power advisory alarms activated due to routine battery depletion. At 5:01:54, the alarms transitioned into low power hazard alarms and at 5:21:15 the alarms turned into no external power alarms due to the external batteries becoming completely depleted. The backup battery supplied power to the system due to the loss of external power. The pump stopped at 7:40:05 due to the backup battery power being depleted. The controller lost total power at 7:40:10 and shutdown. The controller clock was reset to the default timestamp of 01jan2000 at 0:00:00, once the system was reconnected to alternating current (ac) power. The pump restarted and began operating at the intended speed within 7 seconds. Of note, multiple low voltage alarms were captured in the log files, however, the alarms were consistent with routine battery depletion. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Information provided by the account stated that the patient was at home during the event and there is no documentation of what occurred. The patient was admitted to the hospital on (B)(6) 2024 at 17:30. The root cause for the pump stoppage was determined to be full battery depletion; however, the root cause of the battery depletion was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set, low voltage, no external power, and pump off alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) and heartmate 3 patient handbook (rev. D) section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. In addition, it states do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Heartmate 3 instructions for use (rev. C) section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing unexplained alarms and unusual pump behavior. The pump history showed frequent, unexplained low voltage alarms without external power alarms, as well as pump stops. The patient arrived at the emergency room with pump flows recorded at 6.0 lpm. They were admitted at approximately 17:30 with complaints of shortness of breath and non-specific pain. Shortly after, pump flows began to increase and as they exceeded 8.0 lpm, the patient became unresponsive. A code stroke was called by the emergency room medical staff as pump flow continued to increase. An ischemic stroke was diagnosed. Pump flow then decreased to less that 2.0 lpm which prompted the emergency room staff and the cardiology team to intubate the patient. The patient's warfarin dose had been lowered in may2024 due to anemia and concern for gastrointestinal (gi) bleeding. The patient was mechanically ventilated and received inotropic and pressor support and bumex (bumetanide). The log file captured the following on 17aug2024. At 04:04:56 low power advisories were active, then at 05:01:54 low power hazards were active. At 05:21:15 a no external power alarm was active, then at 07:40:05 the pump stopped due to no power. At this time, the system controller clock was reset. At 17:49:11, it appeared that the pump was restarted. The time and date were reset at this time, and it was noted that the restarted time may not have been accurate. At 18:06:19, low flow events started and the pump flow dropped below 2.5lpm. At 18:18:38, there were no more low flow events and the pump appeared to be functioning as intended. At 18:19:19 the pump was running at 5200 rpms and had a flow of 2.7 lpm. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.